Event description:
Healthcare professional later reported baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d9, h3, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and rupture. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and device rupture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and rupture. Device remain implanted.